Event description:
It was reported that the patient was admitted to the hospital with an active episode of tachycardia that was treated with medication, and the device appropriately delivered atp and high voltage therapy ending the tachycardia. Egm episode data was unable to be retrieved. The patient was discharged in stable condition. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.